Event description:
It was reported that a sudden increase in lead impedance was observed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.